Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device, as well as on the provided x-ray images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided x-ray images were inspected. The images taken on the (B)(6) 2018 in comparison showed the reported dislodgement of the lead. Should additional information become available for analysis, the investigation will be updated. For any further questions, please do not hesitate to contact us.

Event description:
Ous MDR - this rv lead was implanted with no issues on the apex. The day after implant, the lead was found dislodged with no capture. The lead was repositioned with no further issues.